Event description:
User reports receiving discrepant t3 results for 40 patient's samples in 2007, with several instances each day. Only one specific patient's example was provided: initial result 50 ng/dl, same sample repeated on another analyzer gave results of 80 ng/dl. Additional information provided indicates five patient's samples initially averaged t3 results of 40 to 45 ng/dl, and when repeated on another analyzer averaged values of 74 to 85 ng/dl. Erroneous results were reported. Patients not adversely affected. The field service representative found the user was not performing reagent lot calibrations in recommended intervals and also improved the precision of the analyzer by replacing the measuring cell, mixing paddle probes and seals. Performance test were performed which were within specification.